Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with an afx device to treat an abdominal aortic aneurysm. During procedure, a loss of wire access was presented on the ipsilateral side and the re-advanced wire went through one of the stent struts in the main body. The physician ballooned several times to address the issue, final angio showed good seal and no endoleak present. The patient was reported as doing well.

Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the loss of seal was found to be user related due to the use of a non-endologix proximal extension (off-label, intentional user error) with an endologix main body. There is also a significant infrarenal angulation of 93 degrees which likely contributed to the event. The final patient disposition could not be ascertained due to a lack of medical records surrounding the event, however, there have been no further reports of patient sequelae. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. (B)(4).